Event description:
I had a breast augmentation with implants in (B)(6) 2013. At the time of surgery I was (B)(6), no physical issues, regular blood pressure, weighed (B)(6) lbs and 5'8". Over the next 6 years my health completely deteriorated beginning 2 months after implants: extreme exhaustion (life altering), odd skin rashes, food allergies, hypothyroidism, hypertension, 60 lb weight gain, debilitating depression and anxiety, awful chemical body odor, insomnia, brown skin patches, hair loss in large patches, low progesterone, tinnitus, heart palpitations, feeling constantly hot, burning sting sensation, sweating, fainting, reynaud's syndrome, joint pain, migraine headaches, (B)(6) sinus surgery due to constant sinus infections, feeling a constant suffocating feeling, and a general hopelessness. I explanted 1.5 week ago and the issues are 80% gone, improved greatly within 3 days. Take breast implants off the market. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).